Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 10/01/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings:during a visual inspection of the keypad, it was noted that there was no damage. All buttons were responsive to user input. The keypad cover was removed and no evidence of contamination was found. The pump case was opened and no evidence of contamination was found.